Event description:
It was reported the ppw35 was used during a femoropopliteal bypass. It was reported the wound dehisced on the leg incision 2 days post-operatively. The surgeon sutured the incision closed.